Manufacturer narrative:
(B)(4)

Event description:
The patient was implanted with 2 leads (from the same lot number) as part of her drg stimulation system. It was reported the patient experienced muscle cramps in her left thigh. Stimulation to the left lead was turned off and the issue persisted. The lead was removed and replaced on (B)(6) 2016. The patient's muscle cramps have reportedly resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated patient also experienced pain in her left leg and the leg was "locking up". X-rays were taken prior to having the leads removed and indicated both leads had migrated out of the epidural space, however the patient was receiving effective therapy utilizing the right lead. Both leads were removed on (B)(6) 2016 and another lead was implanted. Reportedly, the patient is receiving effective therapy and is no longer experiencing pain in her left leg.